Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that on a mandibular fracture case, the surgeon inserted the first screw with no problems. When the surgeon was inserting the second screw, it went through the locking plate. The surgeon selected another screw, plate, and a smaller screwdriver and completed the procedure. There was an extra 10 to 15 minutes added to the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Implant date reported in error. (B)(4).

Event description:
This is report 1 of 2 for this complaint (B)(4).